Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
It was reported that the instrument would not close. There was no report of patient involvement or patient injury.